Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of device dislocation ("left implant was well placed, but right implant was not found / implant was retro-uterin in preoperative / abscence of right implant in peritoneal cavity") in a (B)(6) year-old female patient who had essure (batch no. C68115) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the insertion was difficult on left side (tubal spasm)" on (B)(6) 2015. The patient's past medical history included multi gravida, parity 4 and local anaesthesia (during essure insertion) on (B)(6) 2015. No previous gynaecological interventions. No history of ectopics, c-section, spontaneous abortions or voluntary pregnancy termination. Previously administered products included for an unreported indication: luteran (chlormadinone acetate). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced fallopian tube spasm ("the insertion was difficult on left side (tubal spasm)") and complication of device insertion ("the insertion was difficult on left side (tubal spasm)"). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with genital haemorrhage, abdominal pain and vaginal haemorrhage. The patient was treated with surgery (bilateral salpingectomy and left essure removal by laparoscopy). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the device dislocation, fallopian tube spasm and complication of device insertion had resolved. The reporter provided no causality assessment for complication of device insertion, device dislocation and fallopian tube spasm with essure. The reporter commented: the implants were placed by another healthcare professional. Insertion details - no fluid loss during hysteroscopy more than 1500cc, the procedure did not take more than 20 min and patient had no complaints immediately after insertion. Reporter stated that it was medically necessary to remove essure and that implants were also removed due to patient's request. No organ or intra-abdominal structure was perforated. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Abdominal x-ray - in 2017: right implant was not found. Chest x-ray - in 2017: right implant was not found. Gynaecological examination - on (B)(6) 2015: no abnormal uterine findings. Ultrasound scan vagina - on (B)(6) 2015: tubal occlusion. X-ray - on (B)(6) 2015: tubal occlusion. On (B)(6) 2017 - bilateral salpingectomy report: left tubal segment: 8cm; right tubal segment: 7.5 cm; no significant inflammatory infiltration; tubal segments were normal. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in (B)(6). In this particular case a search in the database was performed on (B)(6) 2017 for the following (B)(6) preferred term: device dislocation. The analysis in the global safety database revealed 2791 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2017: perforation questionnaire received. Patient information, historical condition, lab data, start date of essure and events the insertion was difficult on left side (tubal spasm) and complication of device insertion added. Abdominal pain and spotting were included as symptoms. Event right implant not found updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a gynecologist and describes the occurrence of device dislocation ("left implant was well placed, but right implant was not found") and genital haemorrhage ("strong bleeding") in a (B)(6) female patient who had essure (batch no. C68115) inserted. In 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (intervention was planned in (B)(6) 2017). Essure treatment was not changed. At the time of the report, the device dislocation and genital haemorrhage outcome was unknown. The reporter provided no causality assessment for device dislocation and genital haemorrhage with essure. The reporter commented: the implants were placed by another healthcare professional. Also it was reported that the patient wishes to remove the implants. Left implant was well placed and was to be removed by laparoscopy, but right implant was not found. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: right implant was not found. Chest x-ray - on an unknown date: right implant was not found. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 27-oct-2017 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed 2.086 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2017: quality-safety evaluation of ptc. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 27-oct-2017 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed 2.086 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.